Manufacturer narrative:
(B)(6) additional used devices were received for evaluation with approximately 245ml of solution in their bladders. No evidence of flow was observed at the distal luer of the devices when the blue winged luer cap was removed. Evidence of excess drug precipitate was observed in the solution of the bladder of the three devices. The reported condition was verified. Further inspection on devices revealed the flow problem was caused by the excess drug precipitate completely blocking the fluid path. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Device was manufactured december 6, 2016 ¿ december 7, 2016. The device was received for evaluation with approximately 40 ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Evidence of continuous flow was observed from the distal luer after the winged luer cap was removed. A functional flow rate test was then performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not flow during use. The device had been filled with an unspecified volume of piperacillin/tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.